Manufacturer narrative:
Additional narrative: patient information not available for reporting . Event date: unknown. (B)(4). Device is an instrument and is not implanted/explanted. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: part no. 03.501.080, lot no: p-01350-02. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the application instrument for sternal zipfix cut; however, it would not tighten or tension properly. It is unknown if this took place during a procedure or if patient was involved. It was additionally reported that the device was utilized the following day and worked well. Surgeon reportedly believes reported issue was use error and was not going to return the device. This is report 1 of 1 for (B)(4).